Manufacturer narrative:
The customer power cycled the device to resolve the issue. A spacelabs field service engineer performed an investigation of the device including the logs, and confirmed the complaint. The device passed all tests and was returned to patient service. As the problem was discovered prior to use, and the issue prevents use of the device until resolved, the investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, clinical staff discovered the arkon in a failed state. The unit was not in patient use when the issue was discovered. No injury was reported.